Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that during intubation of a patient with a smiths medical portex® blue line ultra® tracheostomy tube, minor bleeding occurred. The tube was then checked and the size was large. It was reported that the tube of 100/860/075 was contained in the package of a 100/860/070. There were no further adverse effects.

Manufacturer narrative:
One tracheostomy tube was returned for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event upon visual inspection, it was noted the lot of the product did not match the lot of the packaging. This confirms the reported customer complaint. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.